Event description:
Associated medwatch-reports: 9610612-2021-00625 (400526602 - (B)(6)), 9610612-2021-00626 (400526628 - (B)(6)), 9610612-2021-00627 (400526595 - (B)(6)).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the instrument. Here we found, that a part of the peek insulation of the upper jaw is chipped off. In the next step we tested the clamping and cutting function of the instrument. The clamping and cutting function worked well. Batch history review: were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: in line with analysis of this product, we found that the isolation at the tip is broken. The structure of the broken part show no signs of a material failure. Without further knowledge about the circumstances of the failure, we therefore assume that the instrument was overloaded either during the procedure according to our production standards and the device history files, a material failure or a manufacturing error can be excluded. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Correction: based upon investigation results, aag complaint # (B)(4). Was re-evaluated and is no longer considered reportable due to risk file- no malfunction or serious injury. Therefore, this case with the internal reference number cc #(B)(4). Was reportable.

Event description:
Associated medwatch-reports: 9610612-2021-00625 (400526602 - pl718su) 9610612-2021-00693 (400526612 - pl718su) 9610612-2021-00626 (400526628 - pl718su).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a caiman disp.instr.non articul.d:5/240mm (part # pl718su) was used during a procedure performed on a (B)(6) 2021. According to the complainant, the jaw did not work well. Reportedly, the tip of the jaw "peeled off." Reportedly, the broken piece was retrieved from the patient's abdomen. The complaint device has not been returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00625 (400526602 - pl718su), 9610612-2021-00626 (400526628 - pl718su), 9610612-2021-00627 (400526595 - pl718su).